Event description:
It was reported that the user received an insulin occlusion alert on an infusion set (Contact Detach) after announcing a meal, with blood glucose documented at 118 mg/dL, and the alert resolved only after a full supply change and troubleshooting education. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery that required user intervention and a supply change. Investigation included user troubleshooting over the phone and education regarding best practices, with no lot information available. Investigation of this case revealed an occlusion that was resolved with replacement of disposable components, consistent with an infusion set or tubing blockage and not reproduced after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was likely an infusion set occlusion attributable to use conditions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.